Event description:
Pt underwent midfacial fractures surgery on (B)(6) 2017. Postoperatively, she has had fever on (B)(6) 2017, temperature maximum of 102.6 degrees. She denies any cough, chest pain, shortness of breath, abdominal pain, nausea, vomiting, diarrhea or dysuria.